Event description:
Pt experienced respiratory distress; complained of shortness of breath. O2 sat 845. When peep was on, ventilator cycled continuously; when peep was off, ventilator cycled properly. Ventilator was removed and new device used for pt. Pt improved. Chest x-ray revealed no pneumothorax. Lungs were inflated. Physician felt probable cause of the respiratory problem was the malfunctioning ventilator. Had device not been removed and replaced, there could have been life-threatening circumstances. 8/23/96 the physician does not attribute any serious injury to the pt from the ventilator malfunction.